Manufacturer narrative:
The lead has been slightly damaged; however, the damage should not have affected the performance of the lead. The electrical characteristics are normal. Cannot verify complaint.

Event description:
The reporter indicated that the lead failed after one week.